Event description:
The customer called and reported that a button on the insulin pump was not working and a button error alarm was received. Customer's blood glucose was 126 mg/dl. It was stated, there were no significant events leading to the keypad issues or alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture damage at the keypad traces. No button error alarms were noted. No anomaly was noted that involved the display ramping up on its own. The device was received with a cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window.